Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture via CT. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as an unidentified tear opening. The shell thickness was within specification. A piece of missing shell was assessed as inconclusive. As per the investigation procedure crease fold were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Device has been explanted.